Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was intermittent footswitch issues prior to procedures. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. With no additional, related information provided, the customer reported event was not able to be confirmed. The system was manufactured on june 16, 2014. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on may 28, 2014. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The footswitch was received for evaluation. A visual assessment of the returned sample did not find any obvious visual nonconformity. The sample was installed into a calibrated system and tested. There was no problem found while testing the functionality of the footswitch. The footswitch was then tested using a calibrated footswitch tester and the sample was found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).